Manufacturer narrative:
Desrelevant tests/lab data corrected from ¿widely patent 3.0x20 mm taxus stent¿ to ¿widely patent 3.5x24mm taxus stent.¿ (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-00149. (B)(4) study. It was reported that acute myocardial infarction and death occurred. In june 2007 a 3.0x20mm taxus stent was placed in the left anterior descending artery. In february 2011, the subject was diagnosed with stable angina and cardiac catheterization was recommended. The index procedure was also performed. Target lesion #1 was a de novo lesion located in the proximal left anterior descending artery (lad) with 90% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement of a 3.50 x 12 mm taxus liberte stent with 0% residual stenosis. One day post procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient experienced unstable angina and presented to emergency room with chest pain radiating to left arm associated with nausea. At the time of event, the subject was not taking dual antiplatelet medication. Aspirin was last taken in march 2011 and other antiplatelet medication was last taken in (B)(6) 2013. The study drug per protocol was never taken during the study. The patient was treated with nitrates and morphine with improvement in symptoms and was also given "narcan 0.4 intravenous pump (ivp)". The subject died on unknown time.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Previously it was reported that the stent implanted in the left anterior descending artery was a 3.0x20mm taxus stent, now it is reported that the stent was a 3.5x 24mm taxus stent. Additionally it has been reported that the patient also presented for the index procedure with mid sternal chest pressure and left arm numbness associated with shortness of breath. Along with time of death, the death certificate also reported that the primary cause of death was acute myocardial infarction and the secondary cause was noted to be coronary artery disease. No autopsy was performed.